Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test. No unexpected restart or external ram crc error alarms were noted during our testing. The insulin pump passed self-test and all operating current measurement were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot and cracked display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an unexpected restart alarm after battery change. Insulin pump was not stored or not in use for an extended period of time. Alarm history also showed an external ram crc error alarm. Customer's blood glucose was unknown. Insulin pump passed self-test